Manufacturer narrative:
E1 - (B)(6). B3 - date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported monitor display disappears during a inspection for use procedure involving an olympus video system center. There was no patient injury reported.